Manufacturer narrative:
The other additional vascular device's referenced are being filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat the left main (lm) to the proximal left anterior artery (plad). A kissing balloon technique was done by inflating a 2.75x15mm rx nc trek balloon dilatation catheter (bdc) in the left circumflex and a 4.0x15mm rx nc trek bdc in the lm ¿ plad. Both balloons were pressurized to 8 atmospheres. Both balloons were deflated multiple times as they deflated slowly. While retrieving the 4.0x15mm nc trek, the balloon got stuck with the newly deployed 3.5x15mm xience sierra stent and broke the stent into two parts. The proximal portion of the separated stent was retrieved with the balloon. A snare device was used to retrieve the distal portion of the stent. During retrieval, the broken stent struts caught and explanted a 2.75x48mm xience xpedition stent that had been implanted on (B)(6) 2019 in the mlad. A new unspecified stent was deployed to cover the entire lad. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation (stent) was not confirmed. The reported difficulty to remove, device damaged by another (explanted) and device damaged by another (caused damage) could not be replicated in a testing environment as they were related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported material separation (stent) as no separation was identified during return analysis; however, the stent was noted to be stretched and mangled which may have given the appearance of a separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.